Event description:
The customer reported to beckman coulter that clenz was leaking from under the unicel dxh 800 coulter instrument. The volume of the leak was approximately 5 ml, and the leak was not contained within the instrument. There were no errors reported by the system when the leak was noticed by customer. The msds did not need to be reviewed and no one had to seek any medical attention. There is a risk management / exposure control plan in place. The laboratory technicians were wearing laboratory coats and gloves without face protection. There was no biohazard exposure to open skin or mucous membranes such as the eyes, nose or mouth. There were no patient results affected and there were no erroneous results reported out of the laboratory. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site and replaced the sample aspiration probe and probe wash block resolving the leak. Failure mode was the sample aspiration probe and probe wash block. (B)(4).